Manufacturer narrative:
Analysis was able to confirm the reported intermittent operation of the emergency button; the keypad was out of electrical specification. Analysis also noted that the lower case was broken, the display wires were pinched and the wire insulation was exposed, and the main printed circuit board (pcb) was out of electrical specification. Additionally, the encoder switch assembly, one knob, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's red button on top of the device (the emergency button) does not work consistently. The generator was returned for service. There was no patient involvement.